Event description:
On mar 17, 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter displayed the error 1 message. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service rep (mss) documentation. The pt provided the following info: the product issue started on the morning of (B) (6) 2010. On (B) (6) 2010, the pt took extra metformin 500 mg. Two days after the product issue started, the pt had blurred vision and was dizzy. The pt denied receiving treatment. The pt's product was replaced. This complaint is reported because the pt alleges that his one touch ultra 2 meter displayed error 1. He claims he had blurred vision 2 days after the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.